Manufacturer narrative:
Correction: section h6-investigation findings should have been 3221-no findings available instead of 213 - no device problem found in the previous report. Correction: section h6-investigation conclusions should have been 4315-cause not established instead of 67 - no problem detected in the previous report. Correction: section h10-manufacturer narrative should have been "the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined" instead of "based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined" in the previous report.

Manufacturer narrative:
Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference numbers: 1627487-2022-01778. It was reported that during lead revision on 09 mar 2022 (related manufacturer reference number: 1627487-2022-01777, 1627487-2022-01780), physician attempted to explant the existing leads, but one of the leads broke during removal due to scar tissue. The leads were left in-situ and a new lead was implanted to address the issue. Reportedly, therapy is effective post operatively. It is unknown which lead fragments remain, therefore both leads are being reported.